Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on reports of end-user requiring "prescribed cipro for breakdown." End-user was provided instructions in the correct use of (B)(4) powder and barrier wipes. Lastly, sending samples to end-user. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. . Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that end-user experienced peristomal breakdown on and off since (B)(6), and was prescribed cipro for the breakdown.